Event description:
Unk

Event description:
It was reported that patient underwent knee procedure in 2008. During surgery, reamers fractured while in use. Patient is reported as having sclerotic bone. No injury to patient was reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available.current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of device found evidence that failure mode was due to bending overload.this report filed november 10, 2008.

Manufacturer narrative:
Device manufacture date 11/15/2006